Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: device is not expected to be returned for manufacturer review/investigation. Address and contact number of the initial reporter facility. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for an unknown nail/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported than on an unknown date, a patient underwent removal of a short proximal lock humeral nail that had two (2) multi lock screws, two (2) 3.5mm locking screws, and one (1) 4.0mm locking screw. They removed the nail due to an additional fracture on the patient. The nail was removed successfully. No further complications were reported. Patient outcome is unknown. This report is for one (1) unknown - nails: humeral. This is report 1 of 4 for (B)(4).

Event description:
It was reported that there was no surgical delay.

Manufacturer narrative:
Additional information. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.